Event description:
It was reported by service report that there is a broken weld on the left litter where the spindle is attached and the siderail cannot be latched up. No patient involvement or adverse consequences are reported.